Manufacturer narrative:
On (B)(6) 2017 follow up: contact reported that the customer was discharged from the hospital on (B)(6) 2017 with no permanent damage reported. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was 54 mg/dl. Customer who is autistic and was reported to have psychological issues, purposely delivered additional insulin via a bolus. Blood glucose level decreased to 41 mg/dl. The pump was removed from the customer and paramedics were called. Customer remained hospitalized with possible transfer to psych ward. Contact was not aware of any type of treatment that customer received.